Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing more pain when the stimulation was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing more pain when the stimulation was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02 (B)(4): device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing more pain when the stimulation was turned on. The patient will undergo an explant procedure.